Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.   Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2008 the patient presented with pre-op diagnosis: herniated pulposus, extruded nucleus pulposus l5-s1. Degenerative disk disease l4-5. Herniated nucleus pulposus l4-5. Facet arthropathy l4-5, l5-s1. Scoliosis lumbar spine. Gait disturbance, spinal curve lumbar spine. Chronic radiculopathy l5-s1 right. The patient underwent: intra-operative biplane fluoroscopy lumbar spine; right sided transforaminal posterior interbody lumbar fusion l4-5, l5-s1; pedicle instrumentation bilateral l4, bilateral l5, bilateral s1; cage instrumentation l4-5, l5-s1; transverse process fusion l4-5, l5-s1. As per op notes, at first, 6.5 screws were inserted in the left at l4, l5 and s1 pedicles then a rod was inserted and locked distally in s1. L5 and l4 transverse process were decorticated, onlay bmp was applied for posterior spinal fusion. Then a sweep of the anterior aspect of the dura showed 3 out of 4 separate extruded fragments of disk herniation. These were removed. Then, a demineralized bone matrix, plus bone morphogenic protein plus cancellous autologous bone was made into a firm paste and checked it, and implanted in the anterior third of the disk space at l5-s1, followed by a 14 x 32 mm peek implant filled cancellous autologous bone only. Displacement of the dura in the midline showed herniation on the left intra-foraminally. Then, a demineralized bone matrix, plus bone morphogenic protein plus cancellous autologous bone was made into a firm paste and checked it, and implanted in the anterior third of the disk space at l4-5, followed by a 14 x 32 mm peek implant filled cancellous autologous bone only. Care was taken that there was no persistent compression against the neural elements. Then, the 6.5 screws were inserted in the pedicles of l4-5 and s1 on the right side, followed by an additional incision into which rod was inserted, locked distally and compressed proximally. Pre-op the intradiscal height at l5-s1 was 4mm and post-op was 7 mm. The patient was discharged in good condition. Patient alleges unspecified injury due to the use of rhbmp-2